Manufacturer narrative:
(B)(4).

Event description:
The stylet stuck during insertion and removal. The doctor had difficulty pulling the stylet out of both leads. On of the leads, the doctor was able to pull the stylet out but the proximal end's outer coating appeared not to be in tact. The second lead, had trouble inserting and pulling out the stylet. Even with the lead pulled completely out, the stylet could not be pulled out. The blue cap came off. The leads were replaced. Add'l info has been requested.